Manufacturer narrative:
No incident during manufacturing. No other complaint concerning this lot. We are waiting for additional information requested to complete our investigations: how did the device fracture? Please report on the circumstance when the event occurred. The patient retain piece of screw: do you have a picture of the other piece of screw? Did this event occur during an initial or revision surgery? What was the diameter of the tunnel? Has a prior tapping of the tunnel been carried out? What was used to complete the procedure (part and lot information)? Is this incident reported to the FDA? If possible, following your request for further information: surgical technique used? Any deviations? Is the surgeon familiar with the medical device? Did a delay in the procedure over 30mn occur that was related to this event? Were there any contributing conditions related to the event? Patient information - age, weight, activity level? This incident was reported to ansm / (B)(6) by health care facility. No product return.

Event description:
(B)(4). Incident occured in (B)(6): complaint description: "updated: the broken part of the screw remained in the tibia, it was not removed because it was absorbable. The strip holds enough. No clinical consequence".

Manufacturer narrative:
No incident during manufacturing. No other complaint concerning this lot. We are waiting for additional information requested to complete our investigations: how did the device fracture? Please report on the circumstance when the event occurred. The patient retain piece of screw: do you have a picture of the other piece of screw? Did this event occur during an initial or revision surgery? What was the diameter of the tunnel? Has a prior tapping of the tunnel been carried out? What was used to complete the procedure (part and lot information)? Is this incident reported to the FDA? If possible, following your request for further information: surgical technique used? Any deviations? Is the surgeon familiar with the medical device? Did a delay in the procedure over 30mn occur that was related to this event? Were there any contributing conditions related to the event? Patient information - age, weight, activity level? This incident was reported to ansm / france by health care facility. No product return. Follow up1 - no device was returned, no photos or information were available regarding the breakage of the screw. Manufacturing data analysis: this batch of screws presents no manufacturing defect, the batch complies with our specifications. Injection output data were very stable and the molecular weight was high which is indicative of very good manufacturing conditions. Manufacturing conditions complied with our specifications. Cause not established because of insufficient information. This complaint is closed.

Event description:
Fnconf-21-0061. Incident occured in france: complaint description: "updated: the broken part of the screw remained in the tibia, it was not removed because it was absorbable. The strip holds enough. No clinical consequence".